Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a low blood glucose event. Customer was vomiting and was hospitalized. Customer's blood glucose was 54 mg/dl. Customer mentioned the fill cannula amount setting on the device was incorrect. Customer reported the device alarmed a button error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing and had normal operating currents. No unexpected off no power or low battery alarms were noted. The pump was received with intermittent button response. No button error alarms were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test. The pump was received with intermittent b and up arrow button response due to corroded keypad traces.